Event description:
It was reported that during unpackaging and device preparation, prior to use in the anatomy, the stent was noted to be partially deployed or unsheathed/exposed. There was no pt involvement. The device was not used. No additional info provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) noted contrast on the distal end of the stent implant, consistent with handling of the device. There was a kink in the shaft. This damage was not originally reported and is likely from handling of the device as no damage was noted during the inspection prior to use. Premature deployment prior to use can be the result of manufacturing, the press knot is not completely closed, severe kinks in the shaft, improper handling or extreme temperature variation. Analysis of the returned product confirmed the reported premature deployment as the first two rows of the stent implant were exposed and expanded with no damage noted. The distal end of the sheath was 2 mm proximal to the end of the tip, but the luer lock was tight when received. During analysis, deployment of the stent was attempted; however, due to the tightened luer lock, the stent could not be deployed. Upon loosening, the stent implant deployed without resistance. In review of the product manufacturing records, there is no indication of a product quality deficiency. However, in this case, a definitive cause cannot be determined for the reported premature deployment. All xpert self expanding stent systems are 100% visually inspected for stent placement and damage, including the point where the device is package in the blister tray.